Event description:
It was reported that the customer had high blood glucose levels of more than 300 mg/dl. The customer reported being brought to the emergency room for their high blood glucose levels (B)(6), 2014. The customer indicated having symptoms including sweating, unable to breath and almost passing out. The customer was advised by the hospital that he had low blood glucose levels. The customer however believes that he had high blood glucose levels. The customer was advised by the hospital to get off the insulin pump. The customer has chosen to stay on the insulin pump. The customer was wearing the insulin pump at the time of the hospitalization. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.